Manufacturer narrative:
Final analysis found insulation damage at 17.4 cm from the connector pin. The insulation damage likely caused the intermittent short between the coils and led to the low impedance.